Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ¿no video detected¿ message was from the previous case and not present in this case.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was no video. In prep before a case, when raising the main cart monitor, the screen went completely black. The monitor's touch screen was shown to still be functional. The manufacturer representative (rep) reseated the high-definition multimedia interface (hdmi) cable into the back of the monitor which did not resolve the issue. The computer and monitor had both been recently replaced in another previously reported case. Troubleshooting was performed. It was noted that technical services (ts) believed if the computer and the monitor were not the issue, the hdmi cable or dongle was likely the cause of the video issue. There was no patient involvement. Additional information was received. It was reported that the rep called to provide an update. Initially the problem was "no video detected." After troubleshooting, it was determined that the computer was the issue. Everything seemed to work fine, however; yesterday morning a nurse went to physically adjust the main cart monitor. The monitor was still receiving power (the small green led in the bottom right was illuminated) and touch commands showed up on the camera cart monitor, but there was no "no video detected" message or any thing. The rep was able to replicate this issue while on site. The system was powered on by the rep, and video appeared normally for approximately five minutes but then the screen went black again. Ts recommended a system reboot. As before, the video appeared normally on the main screen but when the rep turned the monitor toward him until the swivel joint hit its limit, the monitor went black again. Ts believed the issue may be with the monitor itself. A refurbished monitor was sent recently, and it was possible this monitor was faulty.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736408, lot number unknown product ID: 9735823, lot number: unknown product ID: 9735795r, lot number: unknown h3,h6: no products have been returned to medtronic for analysis. Codes b20, c20, and d15 are applicable. H6: code a0902:display or visual feedback problem is applicable to no video, screen went completely black, no video detected, and screen when black again. Code a1102: application program problem is applicable to no video detected. Code g04003: adapter (adaptor) is applicable to the universal serial bus type-c (usb-c) to high-definition multimedia interface (hdmi) hdmi video adapter. Code g02004: cable, electrical is applicable to the hdmi cable. Code g0201402: screen is applicable to the monitor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.